Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed and de novo lesion was located in the severely calcified and severely tortuous anastomotic stricture of a shunt vein. The 5.0mm x 40mm sterling over-the-wire balloon dilatation catheter was selected and advanced to treat the target lesion; the balloon was inflated to 12atms for 60 seconds and the balloon ruptured. The balloon catheter was removed from the patient intact without complications. The procedure was completed successfully with another of the same device. No patient complication was reported and the patient's status is good.